Event description:
It was reported that the patient presented with pocket infection. The physician explanted the entire system, including the pacemaker, the right ventricular lead, and the right atrial lead. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received. The lead was returned and visual examinations revealed no malfunctions. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the lead.